Event description:
A 2.5 diameter x30mm length endeavor rx drug eluting coronary stent was deployed into an acs pt in lad # 8 to treat a dissection which was confirmed before the procedure. Pre dilatation was performed in the area of the stents deployed in the past on #6 - #7 and at the target lesion. It is reported that vibration technique was applied due to difficulties experienced during advancement; however as the device failed to cross the lesion, an attempt was made to withdraw it. During this attempt, engagement of guide catheter was lost, the relevant device was caught on the tip of the guide catheter, and the stent strut was damaged. Further attempt was made to withdraw the relevant device, but it was stuck on the sheath. Only the guide catheter could be removed. The pt was sent to surgery and the device, including the stent, was removed safely. It is reported that during the surgery, the pt's bloodstream got worse, so the physician attempted to engage the guide catheter advance the guide wire and cross the target lesion approaching from the contralateral radial artery; however, the guide wire was crossed into the false lumen during crossing the target lesion. In his retry, he succeeded to have the guide wire reach to the true lumen under confirmation by ivus. During his retry, the pt's bloodstream was recovered and surgery was completed with no add'l action. The pt is reported to be stable and no other sequelae are reported.

Manufacturer narrative:
Other (fail to retract undeployed stent). Evaluation results/conclusion: (guide catheter engagement was lost, the stent caught on the guide catheter), (severe calcification, 90% stenosis, moderate tortuosity). Evaluation summary: medtronic has received the device and its analysis has been completed. The sds has been removed from the pt and returned for eval with all the relevant accessory equipment intact, the procedural guide wire was still in the sds which was returned inside the guide catheter, loaded through the sheath. The strain relief distal to the luer was kinked. No damage was noted to the hypotube area. The distal shaft tubing was damaged approx 1 inch proximal to the balloon bond possibly due to clamping of the device. There was no damage noted on the returned guide catheter. The returned stent was completely stretched/deformed and had been cut into three pieces. There was some evidence of green material on the stent possible from the guide wire as review of the returned guide wire showed that the coating on the bent guide wire tip was frayed. The balloon had not been inflated. There was a hole in the balloon 14mm distal to the balloon bond and further damage 22m distal to the balloon bond which most likely occurred during the retrieval attempts. Blood residue was present on the balloon and along the device. The distal marker band and distal tip were not present on the device. It was not possible to remove the guide wire proximally from the sds due to the bend present on the distal tip of the guide wire, and was therefore withdrawn distally from the device. The sds was removed from the sheath and guide catheter with no resistance noted. The distal tip, distal balloon pillow, distal marker band, and a portion on the inner shaft appear to have detached from the device the point of detachment on the balloon did not appear stretched or severely damaged. The physician confirmed that the relevant endeavor rx drug eluting coronary stent system, bc and gw were cut during surgery, all products were removed from the pt's body and there was no possibility of pieces remaining in the pt. As per the event description, the physician was attempting to cross the device through two previously deployed stents by applying a vibration technique, due to difficulties experienced during advancement. The physician indicated that the stent was damaged/displaced on the balloon due to guide catheter placement being lost. The device was not identified as the root cause of the event. From the info received it appears most likely that, when guide catheter engagement was lost, the stent caught on the guide catheter and as a result, the sds could not be retracted back into the guide catheter. Therefore another device was the root cause of this complaint. In addition, as it was confirmed that difficulties were experienced during the attempted placement of the stent to and across the target lesion, the possibility exists that the presence stenosis/calcium in the lesion may have hindered the deliverability of the device; therefore, the pt morphology is another factor in this complaint.